Event description:
The customer called with a complaint regarding the display. During the troubleshooting process it was determined that there were missing segments from the units position. A request was made to take the meter out of service and to return the unit for eval. In the meantime, a replacement unit has been provided.